Event description:
Channel 1 was reported to overinfuse during clinical use. An unknown medication was programmed at an unknown rate to infuse as a primary infusion. In the time allotted, which is not known, the nurse expected only 8 ml to have infused but the entire 100ml bag reportedly infused. Despite baxter's efforts to obtain info regarding the date this incident occurred, pump programming and set-up info, and specific pt details, no info was available. No medical intervention was needed and no pt injury resulted.